Event description:
Per the clinic, the patient experienced pain and tenderness at the implant site as well as a decrease in sound quality. Subsequently on (B)(6) 2015 the device was explanted.

Manufacturer narrative:
This report filed november 6, 2015.

Manufacturer narrative:
(B)(4)